Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the meshgraft system did not work properly during surgery. It is reported to have separated the skin into strips and it was not able to be used. Therefore, an additional skin graft was required. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that the device did not work during surgery. The skin implant was separated in strips and could not be used. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the vdoc service portal. Product review of the meshgraft ii by medicrea on april 19, 2018 revealed that the cutter, roller, side plate, handle, sliding pin and spring were all damaged and worn. Repair of the meshgraft ii was not performed by medicrea as the customer did not approve the quote for service. The reported event was non-verifiable as the carrier that was used in the reported event and subsequent mesh could not be evaluated. During the product review by medicrea it was noted that the cutter, roller, side plate, handle, sliding pin and spring were all damaged and worn. The root cause of the reported event could not be specifically determined with the information that was provided. The carrier that was used in the reported event and subsequent mesh could not be evaluated. During the product review by medicrea it was noted that the cutter, roller, side plate, handle, sliding pin and spring were all damaged and worn. The instructions for use states on page 1 that ¿the dermacarrier ii carrier should be used grooved side up and the skin must be placed on this side of the carrier. If the skin is placed on the smooth side of the dermacarrier ii skin graft carrier (upside down), the graft will be shredded into long strips and will be unusable.¿ the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Meshgraft system with sn (B)(4) didn't work during surgery. The skin implant was separated in strips and couldn't be used. The skin wasn¿t cut as it should have. The surgery was completed with another device. There was a delay of 30 minutes. There was an unexpected complication and patient impact.